Manufacturer narrative:
The product has been received for analysis. This report will be updated

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. Urgent replacement was recommended. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated upon receipt. The device case was opened, and the internal components evaluated. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. Urgent replacement was recommended. The device was explanted and replaced.